Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), arthralgia ("hip pain"), peripheral swelling ("feet swelling"), pain ("hurts to walk") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure coil removal). Essure was removed in 2017. At the time of the report, the medical device removal, endometriosis, arthralgia, peripheral swelling, pain and hypersensitivity outcome was unknown. The reporter considered arthralgia, endometriosis, hypersensitivity, medical device removal, pain and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event "peripheral swelling, pain, ¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), arthralgia ("hip pain"), peripheral swelling ("feet swelling"), pain ("hurts to walk") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure coil removal). Essure was removed in 2017. At the time of the report, the medical device removal, endometriosis, arthralgia, peripheral swelling, pain and hypersensitivity outcome was unknown. The reporter considered arthralgia, endometriosis, hypersensitivity, medical device removal, pain and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (essure coil removal). Essure was removed in 2017. At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- case was upgraded to serious incident. New event medical device removal were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.